Event description:
Water was observed inside the insulin pump's case. Nothing further was reported.

Manufacturer narrative:
The display was blank due to moisture damage on the electronic and motor assemblies.